Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) due to the cylinder breaking and the tissue growing into the ipp. A patient outcome of fully recovered was reported.